Manufacturer narrative:
Block h6: impact code f1001 captures the reportable event of aborted procedure.

Event description:
It was reported that during a mid-urethral sling procedure, the sling was not tight enough and could not be re-tensioned due to the anchor that did not seat correctly. The surgeon then had to abort the procedure as there were no more solyx or other mini-slings in the hospital. Furthermore, the space under the urethra was too narrow for the width of a retropubic sling. The vaginal mucosa was thin, and tunnels were too small, which would make it hard to get the retropubic sling to fit in the space. The solyx mesh was then removed, leaving the mesh carriers in place bilaterally. This event is being reported for an aborted or cancelled procedure with a patient under anesthesia or sedation status unknown.

Manufacturer narrative:
H6: impact code f1001 captures the reportable event of aborted procedure. H11: upon receipt at our quality assurance laboratory, this solyx sis system device underwent a thorough analysis. Only the delivery device was received; the mesh was not returned. Visual inspection of the device did not reveal any visual damage/defect. A product labeling review identified that the device was used per the instructions for use (IFU) / product label. Based on the information available and analysis results, the reported event against the mesh could not be confirmed, since only the delivery device was returned with no issues. However, it is likely that during the case some excessive force was used when attempting to remove the sling as the single incision sling is not designed to be removed once placed within the patient. It is also likely that the physician pushed the delivery device instead of pulling the delivery device as instructed in the IFU, causing the anchor to not 'seat correctly. Therefore, all compiled information on this investigation determines that the most probable cause for the issues against the mesh and carrier is unintended use error, indicating that the interaction between the user and the device caused or contributed to the error.

Event description:
It was reported that during a mid-urethral sling procedure, the sling was not tight enough and could not be re-tensioned due to the anchor that did not seat correctly. The surgeon then had to abort the procedure as there were no more solyx or other mini-slings in the hospital. Furthermore, the space under the urethra was too narrow for the width of a retropubic sling. The vaginal mucosa was thin, and tunnels were too small, which would make it hard to get the retropubic sling to fit in the space. The solyx mesh was then removed, leaving the mesh carriers in place bilaterally. This event is being reported for an aborted or cancelled procedure with a patient under anesthesia or sedation status unknown.